Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. On 08/27/2025 the firm was notified by the patient's medical clinic that a revision was being scheduled due to lead migration. On (B)(6) 2025 the original system was removed and a new system was implanted with the leads at the correct placement to target the area of pain.

Manufacturer narrative:
There is no allegation or indication of any issue with the implantable pulse generator (ipg), however the ipg was replaced during the procedure out of caution to avoid any potential handling damage while placing the new leads. The date therapy began to lose efficacy is unknown as the patient was communicating directly with the medical staff and not with any nalu representatives. There were no reports received of any specific events leading up to the loss of therapy. Migration of implanted components is a known inherent risk and the information available is insufficient to draw any conclusions as to other factors that may have caused or contributed to the lead movement.